Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E1, g2 health professional of the initial medwatch were inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. The cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, it is likely the knob wire (k-wire) was broken due to repeated use, and strands were raised when forceps elevator was brushed. However, the root causes of the reported event were unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU: tjf type 160vr operation manual chapter 3 preparation and inspection of the forceps elevator mechanism states how to detect the events. IFU: tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet states how to prevent the events. The suggested event 3 can be detected by handling the device in accordance with the following IFU. ·operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During visual examination, the following issues were identified: the bending section cover had adhesive deterioration; the objective lens was scratched;the light guide lens was cracked; the bending section adhesive had a gap; the connecting tube was wrinkled, cracked and peeling due to chemical stress; the image guide protector was cut; the scope cover was deformed; the control unit was scratched; the hand grip was scratched; the scope cylinder was sheared on the inside due to damage from a cleaning brush; the instrument channel port was sheared; switch button 1 was damaged; the switch box was dented and scratched; the universal cord was dented and scratched due to physical stress; the universal cord protector was cut; the scope connector was scratched; the light guide cover glass was dented; and the control unit was discolored. Functional testing showed the forceps raising angle did not meet specifications; the insertion tube flexibility did not meet specifications; and the angle knobs had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera duodenovideoscope loaner device to olympus with no complaint reported. During inspection, foreign material was found on the forceps elevator, the elevation wire was bent and cut, and the connecting tube and adhesive around the light guide lens were dirty. This medical device report (MDR)is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.